Event description:
It was reported following a refill, the pump was interrogated and two motor stalls and recoveries were noted. The first motor stall was on (B)(6) at 1839 with a recovery at 1846, the second stall occurred on (B)(6) at 1826 with a recovery at 1843. The patient was at home during both stalls and had not had an MRI and did not report hearing alarms. The patient used a neck massager on their belly sometimes, but they were unsure if the patient was using it at the time of the stalls. The patient felt "extremely sick" on both of the days the stalls occurred. The pump was used to deliver compounded baclofen and dilaudid. No outcome or medication was reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).